Event description:
It was reported that on (B)(6), 2009 at 0730 the iab-06840-u was inserted without incident. The sales rep received a phone call from the perfusionist who was on the case. The perfusionist stated that "the pump console did not change volume on the screen, it remained at 2.5cc." The perfusionist was using a balloon catheter from recall feb 2009 and did not have additional drive line tubing available. The sales rep instructed the perfusionist to open another iab-06840-u package and to use new drive line tubing. Reference MDR # 1219856-2009-00255 for the second report involving the same pt.

Manufacturer narrative:
(B)(4). Product number is listed on recall notification list. Follow-up report will be filed if additional information becomes available.